Event description:
It was reported that the charger quit working. Agent clarified with the pt and pt said that the controller wouldn't power on at all. Pt said that they had been going through this for six months and the rep kept telling them to reset the controller. Patient did not have the ac power supply with them at the time of the call. Pt said that when they would connect the controller to the power supply with the battery pack inserted in the controller, nothing would happen. Agent asked the pt to call ps back for further troubleshooting once they had all of the equipment preset. The pt called back with equipment. The pt verified that the controller does not respond to ac power w/o the li battery pack. The pt stated the ac power plug has a green light on it. The pt tried aa batteries and stated the controller does power up. Pt mentioned that he is having issues recharging the ins - sometimes it will take 20 min and other times it will take an hour. Pss reviewed there could be an issue with the controller port - pss sending a request to repair for the controller, and ac power supply per patient request.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3. Analysis was performed on [product ID 97745nt lot# serial# (B)(6)] analysis found that the case front was cracked and the connector support was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.